Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific and reported as a medical device report when the event occurred. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. Two to three years post procedure it was discovered that the patient had a thrombus in their intestines which required surgery to remove. The patient made a full recovery from this event and was placed back on anticoagulation medication.

Manufacturer narrative:
The implant date was reported as 4-5 years ago. The event date was reported as 1.5 years ago.